Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported cuff was too small resulting in incontinence could not be established as the product is not available for analysis. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of the cuff was too small resulting in incontinence cannot be confirmed. Based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient had the artificial urinary sphincter (aus) removed due to incontinence as a large bit of extra issue was left around the urethra at the time of cuff placement, in order to provide some protection to a previously damaged urethra. This does not appear to have been effective though, as urinary incontinence was still bothersome. The patient had the aus cuff replaced with a smaller cuff.

Event description:
It was reported that the patient was scheduled to have the artificial urinary sphincter removed due to incontinences as a large bit of extra issue was left around the urethra at the time of cuff placement, in order to provide some protection to a previously damaged urethra. This does not appear to have been effective though, as urinary incontinence is still bothersome. A revision surgery to change the cuff size is booked for (B)(6) 2021.